Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 fr angio-seal vip device was returned for product evaluation. The returned sample includes the hemostasis sheath, carrier tube, locator, and header bag. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The temperature dot on the header bag is activated. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is present and visible in the device distal tip. The device is set to forward lock, deploying the anchor. The device is then set to rear lock, posting the anchor on the device tip. The anchor is manually pulled, deploying the anchor, collagen, and tamper tube. The returned device was assembled, appeared to be used, and contained the anchor in the distal tip. The device was able to be successfully deployed during functional testing. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6.a.: implanted date: device was not implanted. D6.b.: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The angio-seal did not contain an anchor, or anchor could not be released. No patient data available as well due to data privacy. There was no patient injury.